Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
After implant of a zmb00 lens, during a post-op examination, it was determined that the wrong lens power was used. On (B)(6) 2015, the zmb00 lens was explanted and exchanged for a lens with diopter 14.0. The model and serial number of the replacement lens was not provided. The patient is doing well post-op. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.